Event description:
Additional information received reported a refill was not yet performed. The patient was doing well and waiting for a revision of the catheter.

Event description:
It was reported there was a suspected overinfusion. There was a volume discrepancy where the expected residual volume (erv) was 22ml and the actual residual volume (arv) was 0ml. It was reported the health care provider (hcp) decided to do another refill with baclofen. The patient would be seen again in september to evaluate the situation. The patient showed symptoms of being rather spastic. The patient status was noted as alive with no injury. The patient outcome was not provided. Additional information was requested, but was not available for the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient experienced an increase in spasticity, again on (B)(6) 2014. The logs were checked on (B)(6) 2014 and there were no errors in the event logs. The hcp planned to perform a patency test in (B)(6).

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found significant damage to the reservoir septum while implanted that resulted in the septum leaking. The pump was returned and was set to simple continuous infusion mode. The pump reservoir volume had 0 ml of fluid as received. There were needle activities and significant septum damage noted on the pump top shield. The septum was tested and a significant leak was found. The pump memory logs were gathered and no anomalies were noted. There was no dispense accuracy testing performed due to the leaking septum.

Manufacturer narrative:
(B)(4).

Event description:
A company representative reported that the pump was replaced on (B)(6) 2015. During the replacement the physician refilled the pump and noted drug flow out from the reservoir fill port. The refill was performed without a non-coring needle.

Event description:
Additional information received reported that at the october refill the expected volume was 3.1 milliliters (ml) and the actual aspirated volume was 0.5 ml. The next refill was (B)(6) 2015. The patient was doing well.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2014 expected residual volume (erv) was 22.2 milliliters (ml) and the actual residual volume (arv) was 0.5 ml. On (B)(6) 2014, the erv was 17 ml and the arv was 0.5 ml with the patient having increased spasticity from nine days prior. Additional information received reported the patient was doing well, but there was no additional information received regarding the catheter revision.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had symptoms of underdose.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).